Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A (B)(6) social media user reported that a 2008t machine was leaking from the blood leak detector and the bottom of the diasafe assembly. The leak occurred during both rinse and chemical dwell. The user confirmed that the blood leak detector has water spraying out of the top between the hose and tube, as a result of over-pressurization. In addition, the user reported that the blood leak detector tube weakened over time from so many heat disinfects. Upon removal of the tubing, the part appeared misshapen as if heat damaged. There was no patient involvement, harm or adverse event reported. This complaint is documented in our system. There is no information to follow up on ¿ no name, no clinic i.d., no serial number, and no phone number. This complaint will be processed with the information available. In the future should any additional information become available, the file will be reassessed and updated accordingly.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.